Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The extension was visually inspected and appeared damaged and was missing a terminal end electrode. The extension failed continuity testing. Conclusion: the reported complaint was confirmed; as received the extension was damaged and failed continuity testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. (Please see MFR report# 1627487-2010-02845, 1627487-2010-02879, and 1627487-2010-02880 for devices 1, 3, and 4).